Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned

Event description:
It was reported that intermittent cartridge alarms occurred during insulin delivery. There was no reported adverse impact to the customer's blood glucose level. Customer reverted to an alternate method of insulin therapy.